Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-08155. It was reported the patient's ipg (implantable pulse generator) was inoperable and she was experiencing pocket heating occasionally which was unrelated to charging. The patient had two systems and it was unknown which ipg had the issue. The patient was to consult with her physician about the ipg replacement with a non-rechargeable type. No further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.